Event description:
On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan revealed that perforation had occurred. The struts extending beyond the lumen and 10.9 degrees of lateral lean. No further patient complications were reported. It was further reported that the inferior vena caval filter has superior margin projecting to the right at approximately l1.

Event description:
On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan revealed that perforation had occurred. The struts extending beyond the lumen and 10.9 degrees of lateral lean. No further patient complications were reported.